Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, a small part of the thread of the helicoil anchor broke when inserting the anchor into the patient. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during an arthroscopy, a small part of the thread of the helicoil anchor broke when inserting the anchor into the patient. The procedure was completed with a smith and nephew back up device using the original drilled bone hole, no void left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The sutures were not returned. The anchor is still on the device. The distal end of the anchor has been compressed and deformed but not broken. Bio debris is present. A functional evaluation was performed on the returned device and found the anchor will deploy from the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.